Manufacturer narrative:
The reagent lot number was 893972. The expiration date was not provided. The field service engineer (fse) found a contaminated and dirty reagent probe and beads mixer. After further investigation, a leakage on the connection between the external deionized (di) water supply and the instrument was found and fixed. All affected components were replaced, including all seal pieces for all syringes and sipper tubes. The system was thoroughly cleaned and decontaminated. After these actions, the system worked, and qc measurements were within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys ft3 iii results for an unknown number of patient samples tested on the cobas e 602 module. The following example results for one patient sample were provided: the initial result was 8.25 pg/ml. The sample was repeated twice and the results were 2.53 pg/ml and 2.5 pg/ml.